Manufacturer narrative:
The reported issue of the autopulse displayed ua45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and in review of the archive data. To remedy the issue, the shaft was rotated to home position. The autopulse passed all the testing and functioned as intended. Visual inspection was performed and noted no damage upon receipt. The archive data review indicated multiple ua 45 on the reported event date of (B)(6) 2017. The encoder shaft was out of specification. Additionally, clutch deburring was performed to remedy the sticky clutch and this is unrelated to the reported complaint. Furthermore, load cell characterization test was performed and it indicated that both of the load cells are within specifications. The autopulse platform is a reusable device and was manufactured on 03/12/2012. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, autopulse platform (B)(4) displayed ua45 (not at "home" position after power-on/restart). Customer was unable to clear the error. No known patient consequences reported.